Event description:
It was reported that the atrial lead had high/unstable thresholds. It was noted that the patient may have been in atrial flutter beyond fourteen months. Additionally, the right ventricular (rv) lead was reported to have high impedance and possible fracture. Both leads were on the right side and were partially explanted and capped. The replacement leads were implanted with a new system on the left side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Products: 5524m-53 lead implanted: 1996 (B)(6). (B)(4).